Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during distal femur open reduction internal fixation (orif) procedure performed on an unknown date, the cannulated hexagonal screwdriver handle was discovered broken. This report is for one (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part number: 314.05. Synthes lot number: 4869427. Release to warehouse date: 15-oct-2004. Manufacturing site: synthes brandywine. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device evaluation: visual inspection: the screwdriver was received with a broken handle and two (2) missing pins. The break in the handle extends from the middle of the distal edge through the midline and then extends to each side along the proximal narrowing of the handle. The break has resulted in the phenolic handle separating into three (3) pieces. The pins that secure the handle to the shaft were also observed to be missing. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, it is determined that the received condition agree with the complaint description. The specific circumstances at the time of the issue are unknown, therefore, it cannot be definitively determined if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Dimensional inspection: inspection of phenolic handle and pin holes in the shaft could not be conducted due to the post manufacturing deformation and wear and the pin components could not be inspected as they were not received. Inspection of the screwdriver shaft outer diameter which interfaces with the handle measured 7.79mm which is within the specification of 7.8mm +0/-0.02. Document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Material review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the screwdriver handle was broken as reported. Additionally, the two dowel pins which secure the handle were missing from the assembly. Although a definitive root cause could not be determined, it is likely that this complaint condition is due to excessive force used during surgery and/or consistent use and cumulative wear over the part's lifetime (approximately 14 years). During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.